Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia and recurring insulin flow blocked alarm on the insulin pump. The customer blood glucose level was 400 mg/dl at the time of incident customer wished to continue troubleshooting. The customer reported alarms even after getting new insulin pump. It was unknown if customer used auto mode feature at the time of event. The insulin pump will not be returned for analysis.